Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient called and said the pump was alarming no disposable. Alarm was silenced and settings were reviewed. Reservoir volume was 59.8 ml, rate 57ml/24hour, and volume given 48.55. The pump was restarted, and the alarm returned. The pump was powered down, and the distributor instructed the patient to clamp tubing closest to the port, and the cassette was removed. Patient's husband assisted with troubleshooting. Cassette tubing was massaged, and cassette taped on hard surface. The cassette was then reattached, port tubing unclamped and pump powered on. No disposable alarm persisted. The pump was powered down and the distributor instructed the patient to contact the clinic for further instructions. Event occurred while use with patient at hospital. Operator of the device is a health professional. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.